Event description:
The customer reported that the central nurse's station (cns) screens went blank. There was no patient injury reported.

Manufacturer narrative:
According to the customer, one display is blue and the other one is showing the cns. The customer set up a spare cns and all devices showed correctly. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) screens went blank. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) screens went blank. According to the customer, one display is blue and the other one is showing the cns. The customer set up a spare cns and all devices showed correctly. There was no patient injury reported. Manufacturer references # (B)(4). Follow up 001.